Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was found to be dislodged. No shock therapies were delivered. No noise was noted. During the procedure, multiple attempts to retract the helix was unsuccessful. The lead was explanted and replaced. The patient was in a stable condition.